Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 424 mg/dl. Customer reported that they could no able to bolus and customer was assisted to bolus successfully. The insulin pump will not be returned for analysis.